Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during the first use of the hp052 the handpiece housing became hot to the touch almost immediately. A second handpiece was used to complete the case. There was an extended or time of 5 minutes.